Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, the left ventricular (lv) lead dislodged after multiple placement attempts, and was unable to be affixed. The lv lead was removed and replaced with a different lead to complete the procedure. No patient complications have been reported as a result of this event.